Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd express pump. The customer states that an elderly pt, after vascular procedure took fraxiparines 0.3ml twice per day. The use of scd express resulted to hematomas on left leg.